Manufacturer narrative:
(B)(4). The known cause of this leak is use error, improper reprime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a leak from the end of the patient line during peritoneal dialysis therapy. The patient initiated therapy without connecting in order for the homechoice to go to fill cycle to re-prime the line. The technical service representative explained proper re-priming procedures. There was no patient injury or medical intervention associated with this event. No additional information is available.